Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-134-user has low glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care. Correction: evaluation codes corrected. Product was returned and tested with no defect found results.

Event description:
Consumer reported complaint for lo blood glucose results. The customer is concerned with test results from results obtained of lo. Customer is also concerned with high results obtained when fasting. The customer's expected fasting blood glucose test result range is 150 mg/dl. At the time of the call, the customer reported having a bad headache; customer did not need medical attention at the time of the call. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 241 mg/dl and lo using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/21/2018 and open vial date at time of call is three weeks. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with both the lo results from the meter and the high results when fasting.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: (B)(4) user has low glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose results. The customer is concerned with test results from results obtained of lo. Customer is also concerned with high results obtained when fasting. The customer's expected fasting blood glucose test result range is 150 mg/dl. At the time of the call, the customer reported having a bad headache; customer did not need medical attention at the time of the call. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 241 mg/dl and lo using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/21/2018 and open vial date at time of call is three weeks. The meter memory was reviewed for previous test result history: result 1 : lo mg/dl date: (B)(6) time: 6:16 pm fasting. Result 2 : 238 mg/dl date: (B)(6) time: 6:15 pm fasting. Result 3 : 260 mg/dl date: (B)(6) time: 5:17 pm fasting. Result 4 : lo mg/dl date: (B)(6) time: 5:16 pm fasting. Result 5 : 273 mg/dl date: (B)(6) time: 4:06 pm fasting. Customer is concerned with both the lo results from the meter and the high results when fasting.